Manufacturer narrative:
(B)(4). Device manufacture date 04/12/2013 - 04/15/2013. Evaluation summary: the device was returned for evaluation. Functional flow rate testing did not confirm the reported condition. The flow rate was found to be within the specification range. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one patient received greater than 130% of the expected flow rate during intravenous therapy on a large volume infusor device. According to the report, the device contained fluorouracil 3800 mg in 5% dextrose - 5 ml/h, and was empty in less than 24 hours. The fill volume for this device was 230 milliliters and the expected duration of therapy was 48 hours. The report stated that the patient felt "a bit woozy with some neuropathies." No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.